Event description:
Additional information was received indicating this lead is not longer in service. No additional adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection revealed the lead was severed 115 millimeters (mm) from the terminal pin. The lead was returned in five segments. Calcification, along with tissue, was noted on the distal coil. Additionally, the rs- conductor coil was found to be fractured. Analysis concluded the gradual increase in shock impedance measurements was likely caused by calcification on the lead. Additionally, the lead was fractured like due to repeated stress over time. Due to the condition of the lead upon return, the exact site of the fracture could not be determined.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable defibrillation lead, implanted with another manufacturer's device, exhibited increasing shock impedance measurements including out of range measurements. The device was at elective replacement indicator (eri) and lead replacement was being considered at changeout. Boston scientific technical services (ts) also discussed troubleshooting options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.